Event description:
Doctor was doing a core decompression on a left hip and the cannulated synthes drill bite fragmented in the patient femoral head.======================manufacturer response for cannulated 5.0 screw set, (brand not provided) (per site reporter).======================